Event description:
Knitted cellulose acetate non-adherent dressing was used pre skin graft. Required intervention to prevent permanent impairment/damage. Hospital has stated; temporary harm - harm sustained to soft tissue with some minor localized damage to the circulatory/vasculature. Some psychological impact due to delayed healing and further surgical interventions. Further surgery may be required to regraft.

Manufacturer narrative:
Date sent to the FDA (B)(4) 2012. (B)(4) - device incorrect care/use of. The pt's dressing was due to be removed as it was day 5 post op skin graft. The medical officer removed the dressing and noted that the new graft had a checkered appearance and a piece of dressing seen under graft. The medical officer pulled on the tail of an exposed piece of fabric at the base of the wound. Adaptic instructions for use states 'cut adaptic to size if required and place directly on the wound', which had been under the new graft. Three staff members inspected the wound bed prior to grafting, no one noticed that adaptic in the wound.